Manufacturer narrative:
Reported event: an event regarding instability and wear involving an unknown triathlon patella was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient did have bilateral primary total knee arthroplasty's since I was able to review the operation reports. I cannot confirm with certainty about the patient¿s revision since I have no operation report or other documentation such as office notes or x-rays. As to the root causes of flexion instability and patella delamination 10 years following primary total knee arthroplasty, they cannot be determined with certainty. Surgical technique factors, patient activity factors and bmi and implant factors can be considered. It is not uncommon for the knee ligaments to stretch out over time, especially at 10 years following surgery. Revision surgery as performed will usually correct this problem so that the patient can return to satisfactory function." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability and wear of the patellar component. The event was confirmed by clinician review of the provided medical records but the exact cause of the event could not be determined from the information provided: "as to the root causes of flexion instability and patella delamination 10 years following primary total knee arthroplasty, they cannot be determined with certainty. Surgical technique factors, patient activity factors and bmi and implant factors can be considered. It is not uncommon for the knee ligaments to stretch out over time, especially at 10 years following surgery. Revision surgery as performed will usually correct this problem so that the patient can return to satisfactory function." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain and instability. Intra-operatively, surgeon noted osteophytes in the posterior aspect of the knee, and delamination of the patellar component. The patellar component and ps insert were revised to another patellar component and ts insert. Rep confirmed that no further information will be released by the hospital or surgeon. Udpate (B)(6) 2023: patient stated that the surgeon found the pre revision xrays "unremarkable". Patient stated that during the revision the surgeon found "poly everywhere" and "spent hours" scraping out the poly from his knee. Would like to know if implants were subject to a recall.

Event description:
It was reported that the patient's left knee was revised due to pain and instability. Intra-operatively, surgeon noted osteophytes in the posterior aspect of the knee, and delamination of the patellar component. The patellar component and ps insert were revised to another patellar component and ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.